Manufacturer narrative:
The provider could not recreate the alleged issues with the device. There are no signs of impact on the device.

Event description:
Provider alleges the consumers chair ran into a wall and when the consumer tried to put the chair in reverse the chair allegedly continued to move forward.